Event description:
The customer contacted the assistance center regarding retrospective download of pt's data from a bedside monitor.

Manufacturer narrative:
The customer contacted the assistance center regarding retrospective download of pt's data from a bedside monitor. The customer did not claim monitor or system of failing, nor that there was any relationship between the pt's death and the monitor's performance. The available info does not indicate that there was a delay in therapy leading to the death. The alarm logs from the attached central station show a number of alarms for desaturation, apnea, asystole and vfib/vtach during the indicated time frame. Arrhythmia analysis was turned off for a portion of that time. As such, the available info does not support that the use of the monitoring device was a factor in the pt's death. The head of biomedical engineering was contacted to obtain more details about the surroundings of the incident. The head of biomed engineering did not provide further data, but indicated that the hospital risk management team had deemed this issue as not reportable. No further investigation or action is warranted.